Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling fatigued and having a headache medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-3 using true metrix air meter. The test strip lot manufacturer's expiration date is 06/21/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.